Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise on the rv lead was observed. The patient did not experience any symptom. Patient is not dependent. Lead was explanted and replaced. The patient was fine post-procedure.